Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: d334trg ICD. Implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. The left ventricular (lv) lead was returned to the manufacturer after being explanted due to system downgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.